Event description:
Information was received from a healthcare professional for a clinical study reported reduced efficacy. It was noted that the event was due to programming, noting it was last programmed on (B)(6) 2013 before the event; the device was reprogrammed on (B)(6) 2014 the patient was feeling more appropriate vaginal sensation now. The patient had difficulty with their device as well as stress urinary incontinence on (B)(6) 2014. Given clear hypermobility and stress urinary incontinence, the healthcare provider will proceed with monarc transobturator tape. The event resolved without sequelae on (B)(6) 2014.

Event description:
Additional information received reported interrogation and reprogramming performed on (B)(6) 2014. As a result, the patient was feeling more appropriate vaginal sensation.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.